Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm.the customer reported that she had a blood glucose level of 432 mg/dl, which was treated with a manual injection. Blood glucose level near the time of the call was 176 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.